Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident unit was received at medtronic for evaluation. The service center found the unit failed cross coupling testing on the mono 2 port. The investigation isolated the failure to the k16 relay, but a root cause was not identified. This was unrelated to the customer reported condition but has the potential to cause inadvertent activation of a device connected to the unit. The k16 relay was replaced to address the condition. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported both error codes 161 and 163 during a procedure. The unit was swapped out and the procedure was completed without incident. There was no patient harm. The forcefxc was returned to the service center to address the error condition and the unit was found to fail cross coupling testing on the mono 2 port. This scenario has the potential to cause inadvertent activation of a device connected to the unit.